Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical gastrectomy for carcinoma of the stomach, when on an anastomoses, the stapler was not able to fire, the surgeon was able to press the green button and the handle did not squeeze. They replaced the device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted that the instrument was engaged with listed reload. The shaft was un-attached from the rest of the handle exposing internal component. Additionally, it was bent 35 degrees away from aligned place. The reload was removed from the instrument manually. Functional testing could not be performed due to the bent shaft. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent shaft may occur when rough handling. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Relationship between the device and the reported incident was confirmed. If information is provided in the future, a supplemental report will be issued.